Manufacturer narrative:
The sodium electrode lot number was p96 with an expiration date of 31-aug-2024. The chloride electrode lot number was k12 with an expiration date of 17-jul-2024. The field service engineer replaced valves, cleaned the ise, and ran activator. The customer ran qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501. The initial sodium result was 105 mmol/l with a data flag and the repeat result was 137 mmol/l. The initial chloride result was 131.1 mmol/l with a data flag and the repeat result was 98.4 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.